Event description:
The dealer states that they put a new controller on the chair and it will sometimes power off on its own. The dealer also states that the chair when going up the ramp it will veer to the right or it will stop and not go up the ramp at all.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.